Event description:
The field application specialist reported the customer discovered a questionable ethanol generation 2 result for one patient sample. The customer's qc was out of range and on (B)(6) 2012 the biochemist requested all patient samples tested before these controls be retested. All patient sample results repeated except one. The initial result on (B)(6) 2012 was 52 mmol/l. The repeat result on (B)(6) 2012 was 34 mmol/l. The result of 34 mmol/l was deemed correct as it matched the anion gap and osmolality better. The result of 52 mmol/l had been reported outside the laboratory. However, no different actions were taken due to this result. The correct result was reported after the patient had left the hospital. The ethanol reagent lot number was 65929001. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the issue was resolved after the replacement of the whole photometer unit in the instrument. There were no further issues after the replacement. Results - the issue was with the photometer unit.